Event description:
Reportedly, on the second firing of the instrument, properly formed staples were not placed on the tissue. The surgeon then decided to convert the procedure to an open surgery to complete the anastomosis and complete the case without further incident. Procedure: thoracic wedge resection.